Event description:
Female patient presented to endoscopy for g-tube replacement. The peg tube could not be removed with traction. A gastroscope was inserted into the mouth to attempt removal of the device. The peg was cut at the level of the skin. Endoscopically, the bumper was snared and the egd scope was withdrawn. There was resistance to withdrawal at the cervical esophagus and the scope was returned to the stomach. A snare used unsuccessfully split the bumper. A roth net was used and it could not effectively compress the bumper.the decision was made to abandon the removal and allow it to pass (hopefully). Upon withdrawal of the scope a laceration in the mucosa of the cervical esophagus was noted. The esophageal tear had to be repaired surgically, and a gastrostomy was made and the bumper was extracted.